Manufacturer narrative:
Motor control board shorted out.

Event description:
It was reported that the footboard was non responsive. It was also reported that what appeared to be corrosion on the pc board connector that leads to the footboard was found.